Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 49 mg/dl. Customer treated low blood glucose with food. Customer also reported blood glucose was 280 mg/dl. It was unknown that auto mode feature was active at the time of low blood glucose event the customer declined troubleshoot for high as well as low blood glucose level. The device will not be returned for analysis.